Event description:
After positioning the introducer catheter into the pt's vessel and attaching the delivery system, it was noticed that the filter housing was bent. Deployment was attempted and the wire wouldn't advance the filter through the introducer. The entire system was removed and replaced to complete the procedure. The filter was placed at the targeted location with no further complications being reported.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.